Manufacturer narrative:
The manufacturer previously reported voluntary medwatch (mw5103407) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a scarred lung. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. New information was provided to section d4.

Event description:
The manufacturer received a voluntary medwatch (mw5103407) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a scarred lung. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information in a voluntary medwatch (mw5103407), alleging the patient have scar in lungs, kidneys and liver are not working properly related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the reported events is currently unknown. Based on the available information reported events are assessed as serious injuries but not related to the device repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 18 , 2023 and section h10 should be reported as: he manufacturer received a voluntary medwatch (mw5103407) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a scarred lung. There is no report of the medical intervention that the patient has received at this time..there was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.